Manufacturer narrative:
Additional information: g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted both reloads had their jaws open. One reload was fully fired, the other had a full complement of staples. Functional testing found both reloads were connected to a manual handle. The reloads could articulate and clamp without issues. The reload that was fully fired showed signs of being fired over thick tissue, including sub-flush staple pushers and a bowed anvil, and had its interlock engaged. The reload's interlock was overridden and was able to cycle over test media. The knife blade was examined and there was damage to the blade consistent with firing over an obstruction. The reload with a full complement of staples was able to fire over test media without issues. The interlock functioned after the firing was completed. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur under the following conditions. First, application over tissue that is beyond the recommended thickness range. Second, application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The evaluation detected an unreported condition: the device had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the intestinal loop during a laparoscopic retosynthictomy, the surgeon repositioned the tissue and the device¿s trigger signaled that the device was ready for firing. However, the first load that was used did not neither staple not cut. The device signaled zeroed load then. A second load of the same batch was opened which stapled halfway and left the stapler line open and device signaled zero load again without fully stapling. The surgeon then used another stapler and two reloads that also did not complete the stapling on the tissue. The stapler locked and did not work. To finish the procedure the surgeon reverted to open via anal.